Event description:
It was reported the patient underwent a hip revision approximately 5 years post implantation due to dislocation. During the revision the liner, head, and cup were revised. The stem remained implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Source: (B)(6). Medical products: 11-107024- freedom constr. Liner +5 sz 25- 320100; unknown- unknown regenerex cup- unknown; unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01215. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 103531- ti low profile screw 6.5x20mm- 374180. 103534- ti low profile screw 6.5x35mm- 212290. 103537- ti low profile screw 6.5x50mm- 928020. 123741- 3/8-24 apical hole plug 1/cup- 684860. 31-323230- 3.2mmx30mm rnglc+ acet drl bit- 449430. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.